Event description:
It was reported that the user was unable to attach the connector to the pump, as the connector fully inserted but would not rotate to lock; attempts with another connector from the same lot and with the cartridge removed produced the same result, while a connector from a different lot attached successfully. Customer care provided support that included guided troubleshooting and evaluation by substitution with parts from a different lot. Investigation of this case revealed that the issue was isolated to the reported lot of connectors, and function was restored using a connector from a different lot. No clinical symptoms during the event reported. Outcomes included interruption of insulin delivery and user-reported depletion of insulin supply. It was concluded that the event was attributable to a connector mechanical fit or locking interface issue associated with the reported lot, and a replacement box of connectors was provided.